Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cystectomy procedure, there were malformed clips. The malformed clip was removed and another similar device was used. There were no adverse consequences to the pt.